Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor calibration check passed. The pre-accelerated stress test 15 min 1000 ml simulated treatment was performed and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found on the bottom cover during an internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was encountered during the patient's pd treatment. The caregiver said an air detected in cassette warning was noted during drain 4 of 4. Treatment was ended and when the caregiver removed the cassette from the cycler there was fluid and moisture running down the cycler door. In a follow up with the patient's caregiver it was verified that the patient did not suffer any harm, adverse event or intervention due to the leak. A new cycler has been received and the patient is using it without further issues. The cycler is available to return for investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that a fluid leak was encountered during the patient's pd treatment. The caregiver said an air detected in cassette warning was noted during drain 4 of 4. Treatment was ended and when the caregiver removed the cassette from the cycler there was fluid and moisture running down the cycler door. In a follow up with the patient's caregiver it was verified that the patient did not suffer any harm, adverse event or intervention due to the leak. A new cycler has been received and the patient is using it without further issues. The cycler is available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.